Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with moderate to severe cervical stenosis and advanced spondylosis with intermittent radiculopathy, mechanical neck pain and early cervical spondylotic myelopathy. The patient underwent the following procedures: smith-robinson anterior cervical discectomy, excision of posterior longitudinal ligament, wide foraminotomy c5-6 and c6-7. Smith-robinson anterior cervical inter-body fusion with rh-bmp-2, autograft matrix c5, c6, c7. 3. Implantation of inter-body cage fixation, c5-6 and c6-7. Anterior titanium plate and screw fixation, c5 to c7. Somatosensory evoked potential and motor evoked potential monitoring. As per-op notes, "....annulotomy, annulectomy and discectomy was done removing the cartilaginous plate of c5, c6, c7. The appropriate size cage size 6 was packed with rhbmp-2 prepared per the manufacturer's specification on collagen sponge, packed into the cage under distraction and compression with excellent fixation. Next, the appropriate size plate was brought onto the field. With drilling, tapping and placing the appropriate sized plate and screw fixation with locking nuts was applied.." No patient complications were reported. The patient reported pseudoarthrosis due to rhbmp-2 because of which the patient underwent revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.